Event description:
Allergan sales rep reported the return of an "alleged" cracked access port ii that was explanted. Follow-up findings: the problem was first observed when an unexplained left upper-quadrant abdominal pain was experienced by pt. The port was explanted and a replacement port used. The port is being returned. Follow-up findings: clarification by physician's nurse noted problem was first observed: pt had pain at the port area 15 months before explantation, pt had pouch dilation resulting in incomplete fill, but the pouch dilation improved. Follow-up findings: pouch dilation healed itself within 11 months and started given adjustments again. Reflux reported as reason pt came in and pouch dilation was identified. When the port was removed, the surgeon noted a "port fracture". The pt was implanted at another facility and there is no info available on the implant physician or the lap-band system implanted.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. The reporter was not the original implant surgeon and has no knowledge of the serial number of the lap-band system implanted. Pouch dilation, reflux and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of reflux and pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lab-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."